Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight (bmw) universal, fielder fc; guide cath: launcher 6f jr4, finecross,cvis. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the mildly calcified lesion, such that the balloon ruptured upon the first inflation at 10atm, which is below the rated burst pressure (rbp). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that after a guide wire crossed the lesion, the lesion was dilated with a 1.2 x 12 mm trek balloon catheter. The 2.0 x 12 mm trek was used to further dilate the lesion, but the balloon ruptured at 10 atmosphere (atm) when inflated for the first time. The trek was removed from the patient and another balloon catheter was used to continue the pre-dilatation. A 2.5 x 23 mm xience v and a 3.0 x 23 mm xience v were successfully implanted. There was no reported significant delay in the procedure. No adverse patient effects reported. No additional information was been provided.